Event description:
A registered nurse (rn) contacted baxter's service center, for another condition, then the nurse states new bag was added during therapy. This event occurred on the homechoice (hc), during dwell 4 of 4, when the rn noticed only the heater bag had solution and a new bag was added to the heater line. The tsr explained that they will need to end therapy and the tsr assisted in ending therapy. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This reported condition was confirmed, as the rn reported the switching of a bag during therapy. The cause was determined to be a use error.